Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low sensor scan that was "30 points" off when compared to a competitor device. The customer self-treated with cake icing and consequently, the customer experienced a loss of consciousness and a seizure. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia. The customer further reported that they hurt their back and knees and an x-ray of the back but no additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated and no physical damage was observed on the sensor patch or on the plug assembly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Accuracy test was performed and the accuracy test passed. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.